Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/20/2015 with the following findings: a battery compartment crack was observed. Unrelated to the battery compartment crack, the product label was damaged.